Event description:
It was reported that 21 months following a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluting stent of any unk size was implanted in the distal righ coronary artery (rca) in 2004. 21 months later, occlusion of the distal rca due to thrombosis was noted. There had been cessation of palvis therapy, but it is unk when the patient's last dose was taken. A 6 fr sheath was inserted into the left femoral artery. Angioplasty of the distal rca was performed using a 2.5mm and a 3.0mm balloon of an unspecified type. After balloon angioplasty there was good flow to the distal rca. The posterior lateral branch was also treated with balloon angioplasty using a 1.5mm and a 2.0mm balloon with a result of good flow to the posterior lateral branch. The patient received heparin during the procedure. The clinical plan included continuing plavix indefinitely. Additional infomation has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined